Event description:
The haptic crimped during the insertion of the lens into the patient's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
The lens was returned with both haptics bent. The cause of the damage cannot be determined.